Event description:
Manufacturer's ref: (B)(4).

Manufacturer narrative:
It was reported that the compressor did not start. There was no patient harm. Our field service engineer found that the fuses were damaged. No further information has been received despite request. The conclusion in this matter is that the fuses were broken. The root cause could not be determined due to lack of information.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref : (B)(4).